Manufacturer narrative:
Support determined that this is not related to (B)(4) by running the sql query for this jira. Support has not been able to investigate the cause of this issue as there was not enough data for them to investigate. At this time, this issue is still being investigated with the customer. For this reason, conclusions code was used. A supplemental will be filed when more information becomes available.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018 a customer reported that the images of a study did not match the name of the report for that study. Merge healthcare support is working with the customer for more examples of this happening as they are unable to investigate this issue as there was not enough data left for them to know what happened during this incident. Reference case (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 11/28/2018 and supplemental-001 submitted on 6/3/2019. Investigation of this issue found that using certain key combinations can cause the workstation to display the previous report which would cause the wrong set of images to be displayed next to the report. This was found to be a software defect in jira vrcs-19301. This issue was resolved by disabling alt key commands on all workstations at this customers site. Also, this is resolved in version 11.1.1. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: g4 - date new information received by manufacturer. G7 - indication that this is follow-up report 002. H1 - indication of malfunction as reportable event. H2 - indication of additional information. H3 - indication that device evaluated by manufacturer. H6 - evaluation codes: method code: 10 - testing of actual/suspected device. Results code: 104 - software problem identified. Conclusions code: 12- cause traced to device design. H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted on 11/28/2018. On 2/12/2019, the issue of images of a study not matching the name of the report for that study happened again and enough data is present to be able to investigate. Support is still working with the customer to investigate and resolve the issue. A new case (case (B)(4)) and new complaint (B)(4) was opened for this issue. Once more information becomes available, another supplemental will be submitted.